Event description:
According to the reporter, a negative plate was applied to the outside of the patient's right calf for use during surgery. After the operation, the negative plate was removed and the patient was revived and returned to the ward. On the afternoon of the following day, a 9×5cm epidermis damage was discovered on the outer side of the right calf, which was suspected of 2nd degree burn. Special medication of aspirin before surgery, intravenous infusion of several crystalline rehydration fluids and 2g of ceftriaxone sodium during surgery. Use of nasal drill and electrosurgery alternately during surgery. After disinfecting the patient's damaged area, surgeon used a sterile dressing to wrap it, and apply anti-infective drugs locally. Additionally, customer used a non-medtronic rem pad and pencil.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that an adverse event occurred on the tissue of the patient. It was reported that there was an adverse event occurred on the tissue of the patient. A potentially related device issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a negative plate was applied to the outside of the patient's right calf for use during surgery. After the operation, the negative plate was removed and the patient was revived and returned to the ward. On the afternoon of the following day, a 9×5cm epidermis damage was discovered on the outer side of the right calf, which was suspected of being burned. Special medication of aspirin before surgery, intravenous infusion of several crystalline rehydration fluids and 2g of ceftriaxone sodium during surgery. Use of nasal drill and electrosurgery alternately during surgery. After disinfecting the patient's damaged area, surgeon used a sterile dressing to wrap it, and apply anti-infective drugs locally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h6 (codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a negative plate was applied to the outside of the patient's right calf for use during surgery. After the operation, the negative plate was removed and the patient was revived and returned to the ward. On the afternoon of the following day, a 9×5 centimeters epidermis damage was discovered on the outer side of the right calf, which was suspected of 2nd degree burn. Special medication of aspirin before surgery, intravenous infusion of several crystalline rehydration fluids and 2g of ceftriaxone sodium during surgery. Use of nasal drill and electrosurgery alternately during surgery. After disinfecting the patient's damaged area, the surgeon used a sterile dressing to wrap it, and apply anti-infective drugs locally. Additionally, the customer used a non-medtronic rem pad and pencil.